Event description:
It was reported that there were multiple mode switch episodes and 35 atrial high rates (ahr) and possible noise noted for the atrial lead. The atrial lead is still in use. No patient complications were noted as a result of this event. It was reported that the patient complained of weakness and a low heart rate. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.